Manufacturer narrative:
(B) (4).

Event description:
Reporting rationale: malfunction. Reporting status: a dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that during treatment of a heavily calcified, heavily tortuous, proximal circumflex artery, after pre-dilatation, the vision stent delivery system was advanced, but would not cross the target lesion. When the device was removed, it was noticed that the stent had dislodged off the stent delivery system in the patient's anatomy. An unspecified snare device was used to remove the dislodged stent. A xience v stent was successfully implanted in the target lesion. There were no reported patient complications or adverse effects. No additional information was provided.